Event description:
The likely condition of the part when it left zimmer biomet control is considered conforming based on the DHR review, and evaluation of the returned plastic retainer. Event is considered not reportable.

Manufacturer narrative:
Visual inspection of returned product found tyvek residue on the packaging. Dimensional analysis was performed. Device meets specifications. Review of the device history records identified no related deviations or anomalies during manufacturing. The likely condition of the part when it left zimmer biomet control is considered conforming based on the DHR review, and evaluation of the returned plastic retainer. The white residue found on the retainer is visually consistent with glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. This issue is a common phenomenon and does not cause any risk to the patient. All materials are bio-compatible and the adhesive residue does not contact the implant which is contained in a poly bag. The root cause for the reported issue is considered to be a design limitation that is cosmetic in nature. Event is considered not reportable. The event is being reviewed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-02948. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee procedure, the implant packaging was found to have a white film on the inner packaging. No adverse events have been reported as a result of the malfunction.